Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported impedances in tra-operatively on the lead were out of range with it starting on contact 1a and eventually all impedances being over 20,000. The hcp wiped down the pin of the lead, readjusted the testing cable, and checked the stylet but the issue wasn¿t resolved. A second lead was implanted and everything worked as it should with no impedance issues. After the case the rep put the lead in a saline solution and all impedances looked normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.